Event description:
It was reported that the physician was having problems with the handheld. It would keep freezing when they turned it on and it doesn't seem to be charging all the way. New programming system was sent to the site and the old programming system was returned to manufacturer for product analysis. Product is currently undergoing product analysis.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.